Event description:
Customer reported a segment was negative when tested with anti-e bioclone lot seb351a reagent, however the segment was positive (1+) with two other lots of product. No death or serious injury is associated with this event.